Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according with the information provided, it was reported that the distributor inspect the instruments in warehouse, and when check this device, use it to cut the suture, the suture was stuck in it and could not separate the suture and device. The complaint device was received and evaluated. The device is in normal use condition, no anomalies were observed on the exterior of the device. When performing the functional test, the device was not able to cut and the operation of the device was not as smooth as expected. The handle jammed when it was pushed to cut the suture. The suture was stuck within the device as it was reported. The suture was not cut. According with the functional test result, this complaint can be confirmed. The possible root cause can be attributed to typically when remnants of debris are logged between the outer and inner shaft due to this is a reusable instrument, as a result of this, the device can not perform smoothly, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [20c01] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported that the distributor inspect the instruments in warehouse, and when check this device, use it to cut the suture, the suture was stuck in it and could separate the suture and device. There were no adverse consequences to the patient. No additional information could be provided.